Event description:
Caller tested 6.3 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.6 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Event description:
Service found - (failed stop key does not work properly due to faulty phm keypad). Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 6.3 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.6 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).